Event description:
I had mentor memorygel silicone breast implant placed in 2012. Since then I have experienced fevers, migraines, neck pain, back pain, joint pain, muscle pain/weakness, fatigue, swollen lymph nodes, rashes, food/chemical sensitivities, changes in bowel/bladder and mensuration, fertility issues. Over the last two and a half years these symptoms have continued to worsen and I ¿ve developed new cognitive symptoms like memory loss, trouble focusing, depression as well as pain, swelling , neuropathy and muscle contracture in both breast.